Event description:
A patient reported that in the last 6 months, he has had 2 instances where his transfer set tubing has separated from the plastic threaded part. He was standing in his bathroom washing his face or cleaning up and then the transfer set was on the floor and the fluid was rushing out of his belly. He was not pulling on the transfer set or anything. The rn has confirmed his information. Rn does not know the lot number, and the rest of the box has been used. No patient injury or medical intervention was reported.

Manufacturer narrative:
.